Event description:
The customer reported that while the unit was in use on a pt, the unit failed to turn off when the power switch was turned to the "off" position. The pt was removed from the unit and therapy was discontinued. No pt injury was reported.